Event description:
It was reported that the physician suspected ventricular pacing failure of this right ventricular (rv) lead based on electrocardiogram findings. Hospital evaluation demonstrated a pacing threshold of 5.0 volts at 1.0 milliseconds (ms), an r wave amplitude of 5.0 millivolts (mv), and a lead impedance of 350 ohms. Computed tomography (CT) imaging confirmed ventricular perforation without evidence of pericardial effusion. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. This supplemental report is being filed to correct the b2: outcomes attrib to adv event.

Event description:
It was reported that the physician suspected ventricular pacing failure of this right ventricular (rv) lead based on electrocardiogram findings. Hospital evaluation demonstrated a pacing threshold of 5.0 volts at 1.0 milliseconds (ms), an r wave amplitude of 5.0 millivolts (mv), and a lead impedance of 350 ohms. Computed tomography (CT) imaging confirmed ventricular perforation without evidence of pericardial effusion. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.